Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-15826. It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise was detected on the right atrial lead and on the right ventricular lead. The leads were explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that noise oversensing leading to pacing inhibition was detected on the right atrial lead and right ventricular lead.

Manufacturer narrative:
The reported event of noise was not confirmed. Final analysis found the complete lead was returned in three pieces. Electrical testing found an internal short between conductor paths consistent with procedure damage. The lead was otherwise normal. No anomalies were found.